Manufacturer narrative:
Eval method: biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A zoll distributor contacted zoll mfg corporation to report that a (B)(6) female pt had developed an open, bleeding skin wound sores under the right breast. The pt's nurse removed the device to give the pt's skin a break and the pt was placed on telemetry. The pt passed away on (B)(6) 2015, after device was removed and sent back to zoll.